Event description:
A malfunction in the pump was reported by the distributor in sweden, displaying a non-resettable error code 3-0x2095. The customer's blood glucose level at the time of the event was unavailable, and there was no information provided on any adverse impacts. As a corrective action, the customer was informed that the pump needed to be replaced, which was confirmed by technical support alongside instructions for storage and return. The customer declined to share information about any backup therapy for insulin delivery.